Event description:
It was reported that during a therapeutic surgical procedure, the tissue pad of the sonicbeat energy device detached from the tip during use. The detached pad did not drop inside the patient's body. The intended procedure was completed without delay by switching to a similar olympus back-up device. There was no report of adverse events or patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.